Event description:
User facility voluntary medwatch received from (B)(6) that stated: "the lifeshield symbiq pump 150ml burette set-hospira list number (B)(4) had a defect. The bag spike separated from the tubing and the entire contents of a neonatal tpn was spilled. Pt went without tpn for an additional 24 hours as a result." Upon further query the following info was provided that indicated a tubing separation. The tubing set was to be used to deliver tpn to a neonate. It was reported that during priming in the pharmacy prior to pt use, the tubing separated from the piercing pin and the tpn spilled. The pharmacist then prepared a "substitute" therapy of an unspecified dextrose solution. After an unspecified length of time, the unspecified dextrose solution was delivered to the pt. The customer contact reported that unspecified labwork was drawn that indicated there was no change in the pt's glucose or electrolytes values. Although there was the potential for serious injury, there was no change in the pt's condition. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Attachment: user facility voluntary medwatch report was received on 10/04/2010. (B)(4). The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).